Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
It was reported the stent was deployed within the clot. While removing the device, the physician snagged on a previously implanted carotid stent and fractured the solitaire stent. The stent remained in the patient. No patient injury reported.